Event description:
It was reported that the catheter broke. An angiojet spiroflex was selected for use. During use outside the patient, the catheter broke. The procedure was not completed due to this event.

Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. The returned product consisted of an angiojet spiroflex catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The shaft showed multiple bends and kinks. Functional testing was competed per the instruction for use (IFU) device preparation. The pump was inserted into the ultra drive unit console. The pump and device primed, and the device was run for a period of 25 seconds in the thrombectomy mode. The devices pressure was within the normal range. During functional testing a severe leak was noticed at the male luer connector. Further analysis showed a cracked male luer connector. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the catheter broke. An angiojet spiroflex was selected for use. During use outside the patient, the catheter broke. The procedure was not completed due to this event. It was further reported that the catheter was unable to complete the priming operation. The procedure was completed with another method.